Manufacturer narrative:
A1: no specific patient details have been provided. Therefore the gore reference number was used as the patient identifier. A2: the median age of the patients in the article was stated to be 78 years. A3: the vast majority of patients were male. B3: the date the events occurred remain unknown. Therefore the date the literature was first published was used as the date of event. H6-b13: a request was emailed to the corresponding author to provide device and patient information. H6-b15: the following article was reviewed: zuidema, r., bastianon, m., jm, m.v., mozzetta, g., vries, j.p., schuurmann, r.c. And pratesi, g., 2023. Single-center results of the gore excluder conformable endoprosthesis with active control system in endovascular aneurysm repair. The journal of cardiovascular surgery. H6-b20 nad h3-other: the devices remain implanted. Therefore a device evaluation could not be performed. Within the reviewed literature several events have been reported: serious injuries (reported with gore reference number mpdcase-00014342-1 and -2), and device malfunctions (reported with gore reference number mpdcase-00014342-3). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: zuidema, r., bastianon, m., jm, m.v., mozzetta, g., vries, j.p., schuurmann, r.c. And pratesi, g., 2023. Single-center results of the gore excluder conformable endoprosthesis with active control system in endovascular aneurysm repair. The journal of cardiovascular surgery. The article is a single center study of 46 patients presenting with either abdominal aortic aneurysms or aortoiliac aneurysms between november 2018 and january 2022. The patients were treated with gore® excluder® conformable aaa endoprosthesis with active control systems. Thirty-one presenting with aortoiliac aneurysms with common iliac artery diameters of >18 mm were also treated with gore® excluder® iliac branch endoprostheses. Follow-up with CT imaging continued between 19-30 months following implantation. Follow-up concluded in 2022. Two patients presenting with migration were discussed individually: patient 1 presented with distal migration of 10.2 mm at 19-30 months. No reintervention or aneurysm growth was reported (see (B)(4)). Patient 2 presented with distal migration of 10.1 mm at 19-30 months. No reintervention or aneurysm growth was reported.

Manufacturer narrative:
PMA/510(k)number corrected.

Manufacturer narrative:
The incident was reported within a literature article. Several attempts were made to obtain additional information to the reported incidents, patient information and device information from the corresponding author. The requests remained unanswered. Unique device identification numbers were not provided, therefore the manufacturing dates and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the products itself, which remain implanted, were returned for evaluation. Based on the review of the literature and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of the reported incidents and assign a root cause. In the instructions for use the following is stated: potential device or procedure related adverse events adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: migration.

Event description:
The following article was reviewed: zuidema, r., bastianon, m., jm, m.v., mozzetta, g., vries, j.p., schuurmann, r.c. And pratesi, g., 2023. Single-center results of the gore excluder conformable endoprosthesis with active control system in endovascular aneurysm repair. The journal of cardiovascular surgery. The article is a single center study of 46 patients presenting with either abdominal aortic aneurysms or aortoiliac aneurysms between november 2018 and january 2022. The patients were treated with gore® excluder® conformable aaa endoprosthesis with active control systems. Thirty-one presenting with aortoiliac aneurysms with common iliac artery diameters of >18 mm were also treated with gore® excluder® iliac branch endoprostheses. Follow-up with CT imaging continued between 19-30 months following implantation. Follow-up concluded in 2022. Two patients presenting with migration were discussed individually: patient 1 presented with distal migration of 10.2 mm at 19-30 months. No reintervention or aneurysm growth was reported. Patient 2 presented with distal migration of 10.1 mm at 19-30 months. No reintervention or aneurysm growth was reported.